Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported thrombus on the device occurred. In (B)(6) 2017 a left atrial appendage (laa) closure procedure was successfully performed. A 21 mm watchman ® laa closure device was implanted. The patient was discharged on warfarin and 81 mg asa. The patient returned for a transesophageal echocardiogram (tee) which revealed thrombus on the device. The closure device was noted to be nicely sealed and its position was unchanged. The patient was noted to have a labile international normalized ratio (inr), making it difficult to dose. Warfarin was continued with weekly inr checks also continuing. The patient will have another tee in (B)(6) 2017. No further patient complications were reported.